Event description:
Complainant alleged that the device's pacer output was not adjustable. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty control board flex cable. The control board flex cable was replaced to correct the reported problem.